Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the IV infusion of ns 0.45% with potassium 20meq in a100ml bag was programmed to infuse 100cc/hour for 10 hours. Approximately one hour later, the nurse noted that the entire infusion bag, except for approximately 100ml, had infused. The nurse immediately pressed the pause button in which the pump did not respond and continued to infuse. There was no patient harm.

Manufacturer narrative:
The customer's report that the infusion bag emptied after an hour instead of ten hours could not be confirmed. Physical inspection did not show any anomalies. Review of the pcu event log showed that a remote IV order for infusion of drugid=293 (suspected to be potassium chloride 20meq / 0.45% sodium chloride) was started at 5:32pm on (B)(6) 2018. The rate was at 100ml/hr with a vtbi of 1000ml. The infusion duration was ten hours, however it was stopped early after approximately an hour had elapsed. The recorded volume infused was 115.094ml. The reason for terminating the infusion early could not be ascertained from the log analysis. Functional testing showed no anomalies. The root cause for the customer¿s report could not be identified.

Event description:
The customer reported that the maintenance primary IV infusion of ns 0.45% with potassium 20meq in a100ml bag was programmed to infuse 100cc/hour for 10 hours. Approximately one hour later, the nurse noted that the entire infusion bag, except for approximately 10ml, had infused. The nurse immediately pressed the pause button in which the pump did not respond and continued to infuse. There was no patient harm.

Event description:
The customer reported that the maintenance primary IV infusion of ns 0.45% with potassium 20meq in a100ml bag was programmed to infuse 100cc/hour for 10 hours. Approximately one hour later, the nurse noted that the entire infusion bag, except for approximately 10ml, had infused. The nurse immediately pressed the pause button in which the pump did not respond and continued to infuse. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, ndc (B)(4), lot number y269654, exp oct 19, potassium chloride. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.